Manufacturer narrative:
Final analysis found that the lead was returned in three pieces. The electrode tip piece showed an insulation abrasion at 31.4 cm from the electrode tip.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that the lead exhibited over sensing. The lead was explanted.